Event description:
The distributor reported on behalf of the customer that upon opening of the packaging during surgery, it was observed that part of the implant (the bolt) was missing from the box and another device had to be opened and was used successfully.

Manufacturer narrative:
Two devices in stryker's control from the reported lot were checked. It was confirmed that the bolt was present in both. However, the sales rep who was present at the surgery confirmed that the bolt was missing. The reported lot was manufactured prior to the implementation of corrective actions to address this packaging issue. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.